Event description:
Dr did a poly exchange, due to a suspected infection.

Manufacturer narrative:
The associated genesis ii ps high flexion insert was not returned for evaluation. The device was manufactured in 2012. Our investigation including a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Product was sterilized according to sterilization release documentation from quality control. A clinical evaluation indicated that no relevant information has been provided to conduct a thorough medical investigation. Therefore, no further clinical/medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.